Event description:
It was reported that the endoplege coronary sinus catheter's balloon had ruptured, this was noted once that patient went on bypass. No patient injury was reported. The product was discarded by the hospital.

Manufacturer narrative:
Device was discarded by the hospital, unavailable for evaluation. The product was nt returned and the root cause could not be determined for this device event. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.